Event description:
It was reported that "it was unable to pace on the first day of use." There were no patient complications reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. No introducer was returned. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no open, intermittent or short or conditions observed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the balloon, windings, catheter body, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.3cc air by holding the balloon under water. Visual examinations were performed at 20x magnification and with the unaided eyes. The customer report of pacing difficulty could not be confirmed. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.